Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information from the field representative indicates that the patient and physician are considering palliative care, which would involve not replacing the device. This is due to the current patient condition and the patient is not dependent. The device remains in service. No adverse patient effects.